Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 6 reported events were not confirmed. Evaluation results 1 device was found to be affected by an overtorqued angle nut. 5 devices had no problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 6 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 device investigation types have not yet been determined. Event confirmation status. 4 reported events were not confirmed. Evaluation results 4 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.